Event description:
Baxter (B)(4) received a report that an infusor had insufficient flow during infusion. The device was filled with a solution of 5-fluorouracil and 0.9% saline. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.